Event description:
It was reported that during a gastric bypass procedure, the device cut, but stapled partially. When the reload was changed, three staples were released but none of them held on the tissues. The stapler did not work anymore after that. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.